Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests. No unexpected pump error 130, motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the device, and it passed. However, after further review of the device¿s interior, there are signs of previous moisture presence and corrosion on some components located in the middle back of electrical board and on the lcd flex cable. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.